Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 20/nov/2018. Additional information: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown and black particles were noted on the outer surface of the center patch and balloon shell. A valve test was performed and no obstruction was observed. An air leak test was performed and leakage was noted. Under microscopic analysis, one opening was noted on the posterior portion of the shell. The opening was noted to be striated, consistent with damage from a surgical tool. Six openings were observed on the anterior portion of the shell. The openings were noted to be striated, consistent with device removal activities. Brown particles were observed in the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon had "reported blue-green urine. Endoscopy was performed and the balloon was observed with about 300 ml."